Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, display was getting dimmer gradually over the past 6 months. Patient reported that the dim display issue was not resolved by battery change, reset contrast to maximum setting, removal of lens protection film or backlight reset. Patient denied trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn symbols and scratched lens. On investigation, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.